Event description:
On (B)(6) 2013, this pt was undergoing a laparoscopic nephroureterectomy. During the surgical procedure, the berchtold table uncontrollably rose while the davinci was docked. The table raised into the body camera, causing blunt trauma to the bowel. The bed was manually lowered and unplugged from any electricity for completion of the surgical case.